Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse untangled the power cord, but was unable to duplicate the fiber optic malfunction. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) unit had power cord not retracting and fiber optic port not working issue. There was no patient involvement reported.